Manufacturer narrative:
Sample was returned for evaluation. A follow-up will be submitted once the investigation has been completed.

Event description:
28 gauge PICC was placed back on (B)(6) and the dressing was changed the next day. When they went to change the dressing, a portion of the hub was noted to be outside of the place where it usually sits on the catheter hub. The np told rn about the issue on the (B)(6) but said the placement for the PICC was still good and there did not seem to be an issue with the function of the product, so she opted to leave the catheter in place and secured it well. When the line was no longer needed, they pulled the line and saved the product. The portion shown near the arrow usually sits further up in the ¿hub¿ of the catheter and does not have as much exposed from the hub. Portion of hub loose, extended beyond hub. Position in place, line kept in and secured as further below. Noted on dressing change (B)(6).

Manufacturer narrative:
One catheter was returned for review and visual inspection of the device confirmed that the clear strain relief was not in the correct position underneath the luer and bushing. Per procedure, the strain relief should be "slid over the tubing all the way to the cone and may need to be adjusted as the strain relief dries". The most probable cause for the incorrect position of the strain relief was most likely due to an assembly error and went undetected during final inspection. There have been no other complaints regarding this issue with this lot number and this issue was most likely an isolated event.

Event description:
28 gauge PICC was placed back on (B)(6) and the dressing was changed the next day. When they went to change the dressing, a portion of the hub was noted to be outside of the place where it usually sits on the catheter hub. The np told rn about the issue on the (B)(6) but said the placement for the PICC was still good and there did not seem to be an issue with the function of the product, so she opted to leave the catheter in place and secured it well. When the line was no longer needed, they pulled the line and saved the product. The portion shown near the arrow usually sits further up in the ¿hub¿ of the catheter and does not have as much exposed from the hub. Portion of hub loose, extended beyond hub. Position in place, line kept in and secured as further below. Noted on dressing change (B)(6).